Manufacturer narrative:
The customer¿s report that the pump appearing to infuse quicker than expected and sounding peculiar was neither confirmed nor replicated. Inspection: the right (male) iui had five damaged ribs and dried fluid residue on the pins. The platen assembly, post hinge, pins, springs and buttons were all intact and did not interfere with the door operation. The latch and sear were installed properly and also did not interfere with the door operation. There were no signs of fluid ingress observed. The bezel assembly was in good working condition. Review of the pcu error log showed no errors or malfunctions at the time of the last use. The pcu event log contained no obvious programming errors after replicating the users programming steps. Review of the pcu event log indicated the pcu s/n (B)(4) with the source pump module s/n (B)(4) were powered on (B)(6) 2018 at 10:27:46 am. At 1:20:34 the user selected the pump module and programed an infusion of kcl 20mmol/l (drugid 208) with a rate of 999ml/hr and the infusion was started. At 1:22:32 pm the user selected the pump module and changed the rate to 500ml/hr and started the infusion. At 1:24:24 pm the user selected the pump module and changed the rate to 999ml/hr and started the infusion. Primary volume infused 39.786. At 1:24:28 pm the user paused the pump module and at 1:24:35 pm the user channeled off the pump module. At 1:24:39 the pcu powered off. Primary volume infused 40.344. Functional testing performed noted the source pump to be delivering fluid within specification. No unusual auditory events were noted. The root cause of the customer¿s experience of the pump appearing to infuse quicker than expected and was noisy was not identified.

Event description:
The customer stated that at lb6 l/bmt outpatient unit a pump was programmed at 999 ml/hr prior to use on patient to validate that flow rate of the normal saline with 20kcl/l was correct and that the pump sounded normal. The pump appeared to infuse quicker (5 drops instead of 3) than expected and sounded peculiar. The pump was sent to biomed where the noise was validated. There was no patient involvement.received a copy of the customer's cmdsnet program report from health canada which states, ¿device malfunction that could have led to overinfusion intended programming: pump programmed at 999 ml/hr prior to use on patient to validate that the pump was working properly and to verify that the drip rate was correct incident report: pump sounded louder than normal - very loud 'woosh' noise normal 999 rate looks like 3 fast drops. This time looked like 5 really fast drops but not free flow pump was not used on patient and was sent to biomed lmbme investigation: tubing set was not received. Pump was inspected. Flow rate accuracy testing did not reveal any irregularities - the pump performed within specification. An unusual clicking noise was present. No other irregularities were found. The pump is being sent to bd for further investigation. Please contact for video of clicking noise."